Event description:
The customer reported that his olympus evis exera iii video system center was not displaying an image during a diagnostic colonoscopy procedure. According to the initial reporter, the procedure was completed using another device without any patient harm and an approximately 15 minute delay.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested over the course of several hours and the video image was present and properly displayed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon (1) was not duplicated, and no defect was found in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.